Manufacturer narrative:
A review of the receiving inspection (ri) for retractor clamp assembly was conducted identifying that lot number gm56688mt was released in a single batch july 21, 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A product investigation was completed: upon visual inspection, it is observed that the device looks good without any visual damages. Functional test was performed. The retractor clamp threaded rod was observed to be stuck on the clamp body and unable to function as intended. Damaged internal threads might have contributed to the stuck condition of the device. Dimensional inspection of the threaded rod was performed. The diameter of the threaded part near stuck location was measured and was within specification. The relevant drawings were reviewed during the investigation; no design issues or discrepancies were noted during the investigation. The complaint condition was confirmed. A definitive root cause could not be determined for the reported problem. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues, or discrepancies were observed that may have contributed to the complaint condition. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, when setting up rigid arm for case it was noticed that the part would no longer tighten, and it became cross threaded. A back up set was pulled; there was no disruption to the case. There were no patient consequences. Procedure outcome is unknown. This report is for a retractor clamp assembly. This is report 1 of 1 for (B)(4).